Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer. A review of the electronic device record confirmed that the device powered off multiple times. The cause of the reported issue could not be conclusively determined. (B)(4).

Event description:
The customer contacted physio-control to report that their device powered itself off while monitoring a patient. There were no adverse effects to the patient as a result of the reported issue. The customer was unable to provide further details about the patient or the event.